Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. It was observed that both the right atrial (ra) and the right ventricular (rv) leads had dislodged. Both leads were repositioned and remains in use. No further patient complications have been reported as a result of this event.